Manufacturer narrative:
The following other devices were also listed in this report: triathlon p/a ps beaded #4r; cat# 5516-f-402; lot # shdft. Triathlon prim cem fxd bplt #2; cat# 5520-b-200; lot # shfty. Unknown 27mm patella; cat# unk; lot# unk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient experienced pain, swelling and was revised. Original surgery was done 7 years ago.

Manufacturer narrative:
The triathlon knee system has a one up-one down size interchangeability. Based on the provided information it has been determined that this event is associated with an off-label application - a size 4 femoral component was implanted with a size 2 baseplate component. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient experienced pain, swelling and was revised. Original surgery was done 7 years ago.